Event description:
It was reported, the stimulation was intermittently turning off. The reporter stated, "there was no rhyme or reason for it occurring." The pt was doing "fair." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4)